Event description:
I used poligrip from 1982 until 2007. While using poligrip, I began experiencing numbness and tingling in my lower extremities. In 2005 or 2006, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: twice daily. Oral. Dates of use: 2007 - present. (B)(6)1982 -2007. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.